Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The manufacturer's field service engineer confirmed the reported touchscreen issue and replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The manufacturer's field service engineer (fse) encountered the touchscreen calibration issue during corrective maintenance. There was no patient involvement. Event date not specified; estimate used.